Event description:
Spontaneous call received from pt to report that since (B)(6) 2019, her whisperject device for her glatiramer is no longer working. She is having to administer her glatiramer as a syringe which is inconvenient for her. She has not missed a dose, and her next dose is on friday. Reported to (B)(6) by pt/caregiver.